Event description:
During an atrial fibrillation procedure, during pfa ablation, the patient's blood pressure dropped due to what is alleged to have been a pulmonary embolism and the patient expired. Abbott ice and non-abbott (medtronic) pulse select catheters were in the body at this point in the case and a code was called. After an hour and a half of attempted resuscitation the patient was pronounced dead. There were no alleged performance issues with any abbott devices. The physician alleges that a pulmonary embolism occurred. It is not hypothesized that any abbott catheters were involved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pulmonary embolism could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Corrected information: g3, h2, h6.